Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after a device changeout procedure, the patients right ventricular (rv) lead had triggered alerts for elevated/high impedance and impedance spikes. An increase in sensing integrity counter (sic) was also noted. It was thought a connection issue between the implantable cardioverter defibrillator (ICD) and lead could be the issue. An x-ray was taken and it looked like the lead pin was not fully inserted into the ICD header. During the revision procedure the physician could not visualize the lead pin past the grommet. A wrench was used to unscrew the lead pin setscrew and then the physician pushed on the lead and it advanced about 1.5mm. The physician then tightened the setscrew and everything tested normal. The device and lead remain in use. No patient complications have been reported as a result of this event.